Manufacturer narrative:
Visual examination of the returned device revealed middle stent damage. On the middle section of the stent, 3 rows were raised. No kinks or damage was found along the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified blood was present within the entire length of the inflation lumen, therefore indicating the device had been used. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing documentation found that the device met its material, assembly and product specifications. The most probable root cause of this complaint can be attributed to operational context.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent damage occurred. The 2.50x12mm taxus express2 drug eluting stent (des) was advanced to the unspecified target lesion but the device was unable to cross the lesion and it was noticed that the stent strut was lifted up. The physician removed the device from the pt and the procedure was successfully completed with a different device. No pt complications were reported.